Event description:
Information received from the field does not address the patient's clinical status but notes that during a two day post implant follow-up, no capture or sensing was noted and lead dislodgement was suspected.